Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were working with a local representative to get better pain relief from their machine. Patient said they hadn't used the stimulator for a while because the stimulation was too high for them and zapped them too much, so the stim hurt more than helped. Patient said they were using such a high level that stim wasn't working. Patient service specialist asked, patient said when they met with the rep, they started intensity out low to go up higher, but patient hadn't increased stim yet and said they needed someone to help give them directions on how to increase stim. Patient mentioned they went to dr office for implant, but had no luck getting in to the office to work with manufacturer so they started going through a pain clinic closer to their house. Patient said once implant they weren't told what to do and so they didn't have stim on all the time, but when patient started to see the pain clinic and told them about the implant, they told patient to get a representative in to work on the settings. Patient now was using stim again and said it was h elping, but at such a minute level, they needed to get stim increased and working more. The patient was redirected to their healthcare provider to further address the issue.